Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch, an attempt was made to place an 18g powerglide midline to the patient¿s right cephalic. Adhering to sterile technique, the 18g catheter was guided into the center of the right cephalic vein using ultrasound guidance. The guidewire was advanced but was unable to advance the catheter without resistance. The catheter was retracted, then the guidewire. When the cannula was rendered safe by locking the needle, it appeared to be missing 1cm of the catheter tip. Ultrasound revealed what appeared to be the catheter tip in or near the cephalic vein. Physician was immediately notified, and a rue ultrasound was ordered. Vascular access rn was also notified. Patient reported no pain or discomfort at the insertion site. No other information was provided.